Event description:
Caller reported that the screen displayed gray with no content, impacting their ability to interact with the pump. There was no information provided on the customer¿s blood glucose level, whether it was above 500 mg/dl or below 54 mg/dl. Tandem technical support planned to replace the pump, confirmed the shipping address, and advised the caller on procedures upon receiving the replacement. Caller acknowledged instructions to return the faulty pump and switch to a manual delivery method in the interim.